Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported that they were advised to stop the aligner treatment from their dentist, due to the eruption of the patient's wisdom teeth. This is causing the aligners to be uncomfortable and fit improperly.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.